Event description:
It was reported that t1 and t2 were deployed simultaneously. Ts were removed form the patient. Procedure was completed with a smith & nephew backup device. No significant delay or patient injuries were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that t1 and t2 were deployed simultaneously.¿ t1 and partial torn and frayed suture were returned separated from the device. The delivery needle was slightly twisted toward the right. The device did cycle and actuate although the delivery curve was considerably flattened. No root cause related to the manufacture of the device was confirmed.